Event description:
During follow-up, slow telemetry and a diagnostic anomaly were observed. The physician suspected a battery issue. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition. Further information was requested but is not yet available.

Manufacturer narrative:
The reported event of slow telemetry was confirmed and reported event of high current drain was not confirmed. Based on the review of the additional information provided, it was confirmed that due to a possible anomaly/glitch in the device, the firmware code inadvertently thought a telemetry channel remained open, resulting in continuous postponement of the daily battery voltage measurement and other measurements. After the battery voltage measurement was postponed for more than 28 days, the device was switched to 8k slow telemetry. After the second visit to the office, the internal flag which indicated telemetry channel was closed was restored correctly after a telemetry session. Daily measurements resumed and telemetry was also switched back to 64k. It was confirmed that there was no high current drain present in the device and that the device remains functioning as intended.